Event description:
It was reported the patient developed three granulomas (size unknown) at the mucocutaneous junction under the skin barrier. The patient sought treatment from a wound ostomy care nurse and was issued a prescription for silver nitrate. The granulomas resolved with use of the silver nitrate. In addition, the patient discontinued use of the product, opting for a more appropriately sized skin barrier. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.